Event description:
A trilogy 100 ventilator, u.s.a - bt device was returned to the manufacturer for recertification. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation, the device failed the test low flow o2 repair test step. The device has been returned to the technician for additional evaluation. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the ventilator inoperative condition. Additionally, the service technician confirmed that there are no critical errors in the error logs. The service technician also found that the rubber feet were missing/displaced, the handle was cracked, and there was an issue with the front enclosure; all of which were repaired. If additional information is provided regarding the device repair or complete evaluation, a follow-up report will be submitted.